Event description:
After the sheath was inserted into the patient the md was unable to visualize properly. The sheath was removed without harm to the patient manufacturer response for sheath, sheath (per site reporter) mfg notified by site.